Event description:
Device issue: none. Adverse event: possible hypersensitivity to stent. Time of adverse event: post stenting procedure. It was reported by a patient in an email "I underwent a promus stent implant on (B) (6) 2009 followed a week later (B) (6) 2009 with another stent implant (cypher sirolimus eluting stent). After the first implant, I felt great. After the second implant, within days, I had broken out with skin ulcers, retained water, had shortness of breath and fatigue. The skin ulcers are slowly healing with antibiotics but shortness of breath, joint pain and retaining water continues. Is there a possibility of an interaction between the promus and cypher eluting agents?" No additional information was provided. (B) (4)

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.